Event description:
It was reported the patient was "reading similar complaints online about the device and even deaths reported."

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Exact date of death is unknown.